Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, fold creases and was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician the event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side ¿chest pain¿, ¿deformity of breast¿, ¿inflammation of the shell¿, ¿peri-prosthetic effusion¿ and ¿retraction skin." Device was explanted.